Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result (patient result = 2.32 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es result was not reported to the clinician as the customer runs duplicate tropi es tests prior to reporting results (repeat patient results = 0.007, 0.008 ng/ml). There was no report of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros eci analyzer. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. Improper pre-analytical sample processing was confirmed. The end user declined to participate in furher investigation.